Event description:
A surgeon reported that during a cataract surgery there was an aspiration failure and the anterior chamber did not stabilize. The product was replaced and the surgery was completed with no patient harm. The product sample was requested. No further information is expected.

Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. The three returned samples were visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned samples met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).